Event description:
A 58 y/o w g3p3 female s/p bilateral subcutaneous mammoplasty for fibrocystic disease (no prior biopsy, moderate mastodenice & family history positive for maternal aunt w/premenopausal unilateral breast ca. 10/18/83 w/"imed" submuscularly, 400 cc mcghan bilumen. Pt had revision secondary to leaking problems in 1986. C/o shifting of implant, pain on lt side, with systemic problems including arthralgias, myalgias, fatigue, fevers; neurocognitive problems, dry mucus membranes, hair loss, rashes, irritable bowel syndrome, etc... Mammogram 7/1/93 read as normal except "herniation" on lt but saline shell deflated. "Sx" 11/9/93 showed intact over shell but internal gel bag broken into saline, which had dark brown discoloration & minimal blood.